Event description:
Pt presented with eosinophilia, renal failure, and rash after receiving vancomycin in home health setting via PICC line. Md expresses concern pt may have received dose-s- of contaminated heparin product while at home. Dose or amount: flush. Dates of use: sixteen days in 2008.